Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "prophylactic mastectomy in a brca 1 mutation context, small mass of 4 mm, did not find a lesion suspicious, suspicion of rupture of the prostheses, complete rupture of the device". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Event description:
Healthcare professional reported "prophylactic mastectomy in a brca 1 mutation context, small mass of 4 mm, did not find a lesion suspicious, suspicion of rupture of the prostheses, complete rupture of the device." This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.